Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had called the previous evening and was experiencing multiple defibrillator firings from his implantable cardioverter-defibrillator (ICD). Upon arrival to the cardiovascular intensive care unit, the patient was in supraventricular tachycardia (svt) with a temperature of 102.3 f. Shortly after arriving at the hospital, the patient was converted to normal sinus rhythm with additional defibrillator shocks. Review of the pump system controller data log files found that the power, flow and pulsatility index appeared stable. The patient expired three days later. The vad coordinator indicated that the patient¿s dysrhythmia and high temperature were suspected to be related to a recent ICD generator exchange but they were not certain as the patient expired before a full evaluation could be performed. Blood cultures were positive for staphylococcus epidermidis. It was thought that it originated with the recent generator change and revision of the lead wire from the defibrillator. The driveline was reported to be fine. They did not have a chance to perform a transesophageal echocardiogram to evaluate for the presence of vegetation. Additionally, the patient reportedly had a stroke, and since he was septic, the physicians did not know if the stroke started as an embolic or a hemorrhagic event and stated that either cause can be explained by either the anticoagulant therapy or the sepsis. A limited autopsy was performed and the pump will be returning for evaluation.

Manufacturer narrative:
Approximate age of device: 7 mo. The pump is expected to be returned for evaluation; it has not yet been received. Placeholder.

Manufacturer narrative:
Specific causes for the reported stroke, sepsis and infection could not be conclusively determined as the lvad was not returned for evaluation; however, the heartmate ii instructions for use list stroke, sepsis, and infections as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the lvad history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information was provided to the manufacturers technical services indicating that the patient expired on (B)(6) 2014. The hospital was encouraged to return the power module, patient cable, system controller, and lvad for evaluation.